Manufacturer narrative:
(B)(4). The patient experience peritonitis on unknown date in (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. At the time of the peritonitis diagnosis, the patient was hospitalized for an unrelated event. The cause of the event was unknown. On unreported date(s), the patient was treated with ancef (dosage, frequency, and duration not reported) and fortaz (dosage, frequency, and duration not reported). On an unreported date, the ancef and fortaz antibiotic treatments were changed to vancomycin (dosage, frequency, and duration not reported) for the peritonitis. It was reported that the antibiotics were initially given intravenously, then through a fistula, and subsequently intraperitoneally. Dianeal therapies were ongoing. The patient was recovering from the peritonitis. No additional information is available.